Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the catheter had no drainage eyes. The complainant alleged that after the insertion of the catheter, she was unable to void. The complainant stated that upon removal of catheter it was noticed that there were no drainage eyes. No medical intervention or patient injury was reported.

Manufacturer narrative:
Received 1 used clean cath catheter. The reported event was confirmed as supplier related; and therefore will be reported a manufacturing related issue. During the visual inspection it was noted that catheter had no drainage eyelets. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: "visually inspect the product for any imperfections or surface deterioration prior to use. To use: insert rounded end of catheter." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter had no drainage eyes. The complainant alleged that after the insertion of the catheter, she was unable to void. The complainant stated that upon removal of catheter it was noticed that there were no drainage eyes. No medical intervention or patient injury was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter had no drainage eyes. The complainant alleged that after the insertion of the catheter, she was unable to void. The complainant stated that upon removal of catheter, it was noticed that there were no drainage eyes. No medical intervention or patient injury was reported.

Manufacturer narrative:
Received 1 used clean cath catheter. The reported event was confirmed as supplier related; and therefore will be reported a manufacturing related issue. During the visual inspection it was noted that catheter had no drainage eyelets. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: "visually inspect the product for any imperfections or surface deterioration prior to use. To use: insert rounded end of catheter." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter had no drainage eyes. The complainant alleged that after the insertion of the catheter, she was unable to void. The complainant stated that upon removal of catheter it was noticed that there were no drainage eyes. No medical intervention or patient injury was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter had no drainage eyes. The complainant alleged that after the insertion of the catheter, she was unable to void. The complainant stated that upon removal of catheter it was noticed that there were no drainage eyes. No medical intervention or patient injury was reported.